Event description:
Pt undergoing cardiac cath. Balloon inserted but would not hold air. Balloon removed. Pt developed chest pain and coded, was intubated and admitted to ccu. Pt extubated 1-2 hours later and was discharged on 01/08/2015. Underwent cardiac catheterization (B)(6) 2015 after abnormal nuclear stress test. Underwent pcta/des to ramus branch complicated by cardiac arrest, asystole and vt that required intubation and CPR. He recovered quickly, extubated and transferred to the floor following day. Discharged (B)(6) 2015. It was felt the event may have been a result of air within the non-compliant balloon.